Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 200 units of insulin. A supply change was performed/customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 180-271 mg/dl.